Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer supported engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing